Manufacturer narrative:
Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. In addition, never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. Additionally, it was reported that the pump time and date were incorrect due to user error. Customer also reported performing the load fill tubing sequence while connected to the site. Tandem technical support assisted customer in adjusting settings, time, and date and advised customer to consult their healthcare provider regarding settings adjustment. Tandem technical support also instructed customer to never fill tubing while tubing is connected to the body.